Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed the device displayed the 808a error code (a pressure related error found when the device is conducting self-test, on start-up), establishing a relationship with the reported event. The root cause has been identified as a failed main circuit board which required replacing. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was found to be unable to start up correctly and presented a critical error displaying the message "808a failure". No patient harmed and no injury reported because this was found during service and repair.